Event description:
A company rep was observing surgery and reported that a pt had a small capsular tear that occurred during removal of the capsulotomy. The tear radiated posteriorly, but no vitrectomy was required. The surgeon completed the phaco portion of the procedure and implanted the intraocular lens without incident. No info was provided regarding causality.

Manufacturer narrative:
The device history records were reviewed and there were no unusual findings related to the reported event. There was no reported device malfunction to warrant investigation of the laser system. The surgeon did not provide details to identify the specific root cause of the event, however, capsular tears are an inherent risk of cataract surgery. The rate of capsular tears is directly correlated with surgical experience. (B)(4).